Manufacturer narrative:
This issue is due to operator error. The operator should have been wearing eye protection while operating the instrument but was not. The instrument was performing as intended.

Event description:
Customer reported that liquid reagent was splashed in the eye while handling the instrument. There was no report of injury for this event.